Event description:
The user facility reports duragen was implanted. Post implant cerebrospinal fluid leak was noted. The physician did not use a close wound drain after implantation of device. Unknown if patient was injured. Additional information has been requested.